Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose and diabetic ketoacidosis. The blood glucose reading was over 600 mg/dl. Troubleshooting was performed. Ran a fixed prime test and passed. The customer stated that the cannulas were bent. No further info was provided.